Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during the procedure of a 26 mm sapien 3 valve in valve in the aortic position via transfemoral approach during valve deployment the balloon burst. The delivery system was difficult to remove and attempts to remove the device resulted in an iliac artery dissection. Per medical opinion, the balloon may have interacted with the valve frame resulting in the balloon rupture. Additional information requested regarding this event was not forthcoming.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. As the complaint for balloon burst was unable to be confirmed and the control limits for the associated trend category was not exceeded for the monthly trend limit, a complaint history review was not required. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the commander was visually inspected and tested several times. During manufacturing, the commander was 100% inspected by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for balloon burst and delivery system withdrawal difficulty through sheath were unable to be confirmed due to the unavailability of the device or relevant imagery. As the device was not returned. Engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. DHR and lot history review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. The complaint description states that ¿during the viv procedure, the balloon ruptured and the delivery system was difficult to be removed.¿ the patient¿s annulus may have calcification during the procedure that could have cause the balloon burst. The calcification can interact with balloon during inflation that affects the balloon integrity and making it more susceptible to the damage. It is possible that the balloon burst resulted in distorted balloon profile. As a burst balloon has an altered profile, which may have led to the withdrawal difficulty. The efforts to remove the device resulted in an iliac artery dissection. Available information suggests that patient factors (calcification) and procedural factors (withdrawal of a burst balloon) may have contributed to the complaint event. The complaints were unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events. Available information supports that the events were likely related to patient and procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed that the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.